Event description:
Information was received from a healthcare provider via the manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the patient's device was being explanted due to shocking. The explant occurred on the day of the report and the device was being returned for analysis.

Manufacturer narrative:
Analysis results noted that the implantable neurostimulator had reduced battery capacity due to being overdischarged.

Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.